Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variability in the sg values; however, no clear cause for the variability was identified. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. Post re-link, the system was working within expectations. Overall, bg values meet the sg trends well, considering the delay that can occur between changes in blood glucose and changes in the glucose seen by the system. Per dms review, the user was using the system with up to date information.

Event description:
On april 24th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.